Event description:
A distributor contacted (B)(4) regarding a damaged minicap. The home patient (hp) found cracks on more than one minicap. There was no patient involvement, and no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for damage in a minicap was confirmed during the sample evaluation, and the root cause was determined to be a manufacturing issue. During visual inspection a crack has been found at one minicap on the minicaps. A leakage test was performed and a leak was found from the crack of the minicap. However, the additional samples for the remaining 13 units of minicap products, did not find any damage after the visual inspection and leakage test. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.